Event description:
Stryker sustainability solutions harmonic ace shears "min" button not functioning. Exchanged for "like" device which functioned without issue. Diagnosis or reason for use: total laparoscopic hysterectomy, lso, a/p repair.